Manufacturer narrative:
Consumer reported experiencing stinging after using the product. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation. The results of the chemical testing performed were consistent with shelf life limits and the results of the testing of the returned lens case revealed it met all product requirements.

Event description:
Consumer reported experiencing stinging after using the product. The consumer indicated that the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization. Note that this event is being retrospectively reported to FDA due to the results of a remediation activity.